Event description:
It was reported that the user was unable to attach the connector to the pump when a cartridge was installed, stating the connector spun around the cartridge without locking. Blood glucose was unaffected. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed that the connector was not fully seated flush against the pump, preventing engagement, and normal function was restored after correct positioning; a replacement set of connectors was shipped as a precaution. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
Initial.